Event description:
During inflation of ic balloon, safety balloon inflated. Surgeon felt this was a defect because he had difficulty re-inflating the ic balloon. The operation was successfully completed using the shunt. The initial reporter feels the incident was caused by user error the surgeon did not completely deflate safety balloon before attempting to re-inflate ic balloon, nor did he use the safety balloon sheath properly.